Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm after few days from the insertion. The customer's blood glucose value was unknown at the time of incident. Auto test shown no alarms but during the vibrate sequence he didn't notice any vibration despite being set on. The customer again perform auto test but issue persisted. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to software anomaly. Device passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Device received with normal operating currents.